Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event due to sensor related issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 45 mg/dl. Customer stated that they receive calibration not accepted and change sensor alert. It was unknown whether customer was using auto mode or not. The device will not be returned for analysis.